Event description:
It was reported that a free flow event occurred with a pump while infusing insulin into a pt. The device was stopped due to low blood glucose. The nurse noted that the pt's blood glucose level continued to drop (dropping to 21) and that the IV bag was empty. The pt experienced hypoglycemia and received medical intervention consisting of bolused of d50 (50% dextrose) and monitored every 15 minutes until the pt's blood glucose returned to normal .

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A functional eval of the pump's flow rate accuracy and free-flow protection operation indicated conformance to specification. A visual eval of the set and the pump indicated normal characteristics. No malfunction was identified.